Event description:
It was reported the pt was implanted for pain in the neck, and the scs system had not provided stimulation coverage of the area. The sjm representative had reprogrammed the pt, however, the stimulation was in the arms and hands. The pt reported the physician had given him injections for the pain. It was reported during follow up the pt was scheduled to meet with the physician again to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.